Event description:
It was reported that this artificial urinary sphincter pressure regulating balloon (prb) had migrated from the left retropubic space to the left anterior pubic space. The physician explanted and replaced the prb to have more tubing available to the pump in the scrotum. No patient complications were reported.